Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history lot: part # 04.038.400s, synthes lot # h556431, supplier lot # h556431, release to warehouse date: 01 mar 2018, expiration date: 31 jan 2028, manufacturing location: (B)(4). No ncr's were generated during production.

Event description:
It was reported that while inserting the helical blade, the surgeon perforated the femoral head. The helical blade was backed out, and the surgery was successfully completed without any surgical delay. There was some patient consequences. This report is for one (1) tfna fenestrated helical blade 100 -s. This is report 1 of 1 for complaint (B)(4).